Event description:
Corrected information: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the lvad will not be returned for investigation.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6) approximate age of device- 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported through patient outcome that the patient was expired on (B)(6) 2017 due to cerebral hemorrhage. It was reported the incident was related to patient condition and not device or device therapy. The device operated as expected throughout the duration of lvad support. No additional information was provided.